Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-140mg/dl fasting. Verified the strips expire (B)(6) 2017 and were first opened (B)(6) 2015. Customer confirms the strips are stored properly. Customer confirmed a back to back blood test, 129mg/dl and 125mg/dl fasting. Reviewed meter memory: 153mg/dl; (B)(6) 2015; 05:15:00 pm; fasting: no, 165mg/dl; (B)(6) 2015; 04:35:00 pm; fasting: no, 176mg/dl; (B)(6) 2015; 04:27:00 pm; fasting: no, 188mg/dl; (B)(6) 2015; 04:26:00 pm; fasting: no, 77mg/dl; (B)(6) 2015; 02:55:00 pm; fasting: no. Customer called concerned her meter is registering erratic results because she tested back to back and the results were 150mg/dl and 65mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue or results given were not back to back.